Manufacturer narrative:
Investigation a device history review was conducted for lot number 8198189. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A small portion of this material was removed from the sample returned and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely octyl dipropionate, which can be used as a surfactant or a processing aid. Based on the results of our investigation our quality engineers determined that the identity of the foreign matter is most likely oil from the machinery. To address this event, our facility has increased he rate of clean inspections, and added physical barriers to the machinery to further prevent exposure of the devices to excess oil.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/prn slm npvc experienced foreign matter contamination. The following information was provided by the initial reporter: "it was foreign matter at prn and connector."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24 ga x 0.75 in prn/prn slm npvc experienced foreign matter contamination. The following information was provided by the initial reporter: "it was foreign matter at prn and connector."